Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that the device was not working and that they had not used it since january. Patient stated they were going to have the device removed but cannot do so until three months from now. Patient mentioned that they decided they were not going to use their device because they were shaking and could not program the device. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor issues. It was reported that the device was not working and was inactive. No patient symptoms were reported. No further complications were reported/anticipated.